Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: confusion, memory impairment. Time of symptoms/ae: 1 day post-procedure. It was reported that one day post successful left internal carotid artery stenting, the patient experienced confusion and poor memory that resolved in 48 hours. The patient tried to turn on his tv set with his eyeglasses case and complained that the "remote was out of batteries." The neurologist felt the confusion was not due to stroke, but multifactorial causes. No tests were performed and no treatment was given. No additional information is available.